Event description:
Litigation alleges that the patient suffered injury and pain.

Manufacturer narrative:
Please note the correct patient identifier in section a1. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update-- 12/17/2015- doi and dor received. The complaint and associated mdrs were updated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain. Revision notes reported of failed external rotator repair and very thin tissue similar to instability situation, blood tinged fluid, cup was not ingrown, the head was full of debris in its recess and acetabular anterversion was about 15 degrees.